Manufacturer narrative:
On july 18, 2025, the mentor analysis lab received the suspect medical device for evaluation. With the returned devices, the product identity was determined as the following: size: 650cc. Brand name: mentor memorygel breast implant. Catalog: 3506504bc. Lot: 6842977. On july 25, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Correction: the patient was stated to have undergone a previous biopsy of one of the right breast masses in 2015 which was benign. However, this mass was present on a previous study on an unknown date. In addition the date of implantation of the device is unknown. It is unclear whether the mass and biopsy occurred prior to the implantation of the devices. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Corrected data: h6 health effect - impact code: surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, mammogram screening for breast cancer was performed (patient had a previous left surgical excision). Findings of the study were two right breast masses, 1 left breast mass, simple cysts and clusters of cysts in both breasts, bilaterally ruptured implants, and silicone present in a left axillar lymph node. As a result, the patient underwent bilateral breast implant removal and replacement with mentor gel implants on (B)(6) 2025. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.